Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, the keypad cover was found to be intact. All the keypad buttons were responsive during testing, the original complaint of an under responsive keypad buttons was not duplicated. The pump was opened and the keypad flex was inspected. It was found to be fully seated in the connector with the latch closed. Unrelated to the original complaint, evidence of moisture was found on the main printed circuit board, and the keypad flex connector. Additionally, a crack was found between the case seal and keypad cover and a crack in the battery compartment below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.